Manufacturer narrative:
Technician found that the head of bed would not go up, no head up function due to the solenoid valve being stuck. Replaced solenoid valve, destrol coil, safety checked/calibrated sensors to resolve this issue.

Event description:
Information indicated that the head of the bed would not go up.